Manufacturer narrative:
No sample was received for evaluation and investigation. Without the actual product, a complete analysis cannot be conducted. No determination can be made as to why the pump appeared to infuse quickly. The device history record (DHR) for the above part and lot were reviewed. All manufacturing operations were found to be within specification. A review of the lot history found no confirmed complaints for fast flow for the reported lot. If additional information pertinent to this complaint or the sample is received, the file will be reopened.

Event description:
Pump appeared to empty too quickly. Expected 3 days of infusion. Initiated infusion (B)(6)2010, approx 9:30 am. Patient became anxious, numb, restless, tachycardia, and hand tremors. Treated with ativan. Pump removed by nurse, per doctors orders on (B)(6) 2010, approx 8 am. Dr reported that pain control was perfect. Hematocrit test found blood count 40 pre-op, and 24 today (3 days post op) - unknown if related. It is unknown if pump was empty, but physician indicated it was close, if not empty. Pump discarded by nurse. Patient doing well now.